Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as a loss of connection. The probable cause was determined to be the patient closed the mobile app. The reported event of an unknown transmitter issue is reportable based on the finding of a loss of connection greater than one hour. No injury or medical intervention was reported.